Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the pt site has a delta monitor, an ids, and a c700. The system is networked and an infinity central station (ics) is installed. The customer states that with these components connected, the delta monitor skipped to "discharge" on its own at one pt site. The pt was no longer monitored during the event. It is only at one bedside where this issue occurs. It was not possible to reproduce the failure. There was no pt injury reported. (B)(4).